Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to the misuse/mishandling of the device.

Event description:
On 04/23/2025, a sales representative reported via email that (qty. 3) of an ar-3641sp self-punching knotless 2.6 fibertak had an issue with their repair stitch. The stitch was found to be broken before use, appearing as if it was not properly connected to the anchor. This was discovered during a procedure, with no reported patient harm. Additional information has been requested. Additional information received on 5/22/2025: the issue was noticed during insertion. The procedure took place on (B)(6) 2025. The case was completed using a fourth ar-3641sp self-punching knotless 2.6 fibertak. The case was not delayed, and additional anesthesia was not needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.